Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer stating that patient was vacuuming and the unit was charging on the floor. The vacuum grabbed the antenna cord and the cord casing was torn off. Patient wrapped the cord but it did not work. It was stated that the replacement recharger antenna worked and the poor coupling, taking longer to charger was due to the antenna cord being torn. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had poor coupling with recharging. They reported that it took too long to charge. The antenna was repositioned over the ins and an antenna locate feature was reviewed, but did no resolve the issue. There were pocket concerns and the patient mentioned they had lost about (B)(6) since (B)(6) and was planning on losing (B)(6). While doing the antenna locate feature the patient said it was difficult to move antenna over the site as a result of fat moving around. A spacer did not resolve the issue. The patient also reported their arm was hurting from holding the recharging disc in place over their ins site during the call. It was also reported that the patient had accidentally vacuumed over their recharger antenna cord and the outer casing came off so they used electrical tape to fix it. No further complications were reported or anticipated.